Event description:
Within twenty-four hours after a temporary filling was placed, a dental pt allegedly experienced recurrent "hives" all over the body, swelling of the tongue, mouth and neck, and shortness of breath. The symptoms disappeared shortly after the filling was removed. The pt was referred to an allergist.